Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced an issue with infusion set blockage was located in the tubing. The blood glucose level was 400 mg/dl and managed by correction injection via multiple daily injections (mdi). The patient changed supplies as necessary and resumed insulin therapy.no further information available. No further information available.